Event description:
Description of the event from the caregiver: late last month, during a morning case, I induced general anesthesia and began using desflurane. Tachycardia was noted and we wondered if the patient was "light" (paralyzed) and aware/awake. 6% desflurane was dialed in to the aisys machine approximately three and a half hours prior, which was not changed. After assessing the situation, we noticed that the gas analyzer registered dropping levels of desflurane and the current maximum allowable concentration was only 0.3 = 1.8% end tidal desflurane. We inspected and there was no desflurane left in the cartridge and it was empty. We immediately replaced the empty desflurane cartridge with sevoflorane cartridge and deepened the anesthetic with sevo. The machine did not at any time during the case give a visual or audible alert or alarm that the desflurane output had stopped or that the cartridge was low and eventually empty. The aisys is engineered to give a visual alert "check agent level" written in the upper left hand corner of the ventilator display when the level is low. This machine never displayed this. Nor did it give the audible signal that would normally accompany this visual alert.clinical engineering evaluation discovered that the contacts that transmit the agent level from the cassette to the machine were damaged and not working. Photos are available. At some point in the case, the agent ran out, but no alarms were triggered. Since vital sign data is automatically recorded into the patient chart by picis, users are no longer forced look at the readings periodically. It might be a nice feature for future software to compare the dial setting with the actual agent concentration measured by the gas analyzer and trigger an alarm if the difference exceeds a reasonable amount. We have experienced failures of the cassette level sensor contacts before.